Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pegasus yel 24ga x 0.75in prn the catheter broke and separated. There was no report of patient impact. The following information was provided by the initial reporter: at 09:10 am on (B)(6) 2022, the patient underwent venous indwelling needle puncture, the nurse on duty immediately came to the bedside and found that the intravenous indwelling needle fell off, no hose needle was found, and the needle was broken between the needle and the needle handle.immediately look for the hose needle, notify the doctor, follow the doctor's advice to do color ultrasound positioning search for no results, finally the nurse successfully found the broken hose needle in the patient's quilt, immediately check its integrity, check whether there is any residual hose needle left in the child's body.investigation results: there was no residue in the child's body.

Event description:
It was reported while using bd pegasus yel 24ga x 0.75in prn the catheter broke and separated. There was no report of patient impact. The following information was provided by the initial reporter: at 09:10 am on (B)(6) 2022, the patient underwent venous indwelling needle puncture, the nurse on duty immediately came to the bedside and found that the intravenous indwelling needle fell off, no hose needle was found, and the needle was broken between the needle and the needle handle.immediately look for the hose needle, notify the doctor, follow the doctor's advice to do color ultrasound positioning search for no results, finally the nurse successfully found the broken hose needle in the patient's quilt, immediately check its integrity, check whether there is any residual hose needle left in the child's body.investigation results: there was no residue in the child's body.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1259561. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.